Manufacturer narrative:
Additional model number: ck45m, additional lot number: 047897, additional expiration date: 11/01/2017. No remedial action is required as the complaint could not be confirmed. Visual inspections and parameter checks (base curve and power) found the lenses to be within parameter specifications.

Event description:
The pt has keratoconus and was unable to adapt to synergeyes clearkone contact lenses although several attempts at refitting and changing the prescription had been made by the physician. On the last attempt of fitting, the physician stated that the lenses caused severe corneal edema/corneal erosion.